Manufacturer narrative:
Initial reporter occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician."

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to the siemens laboratory method. On (B)(6) 2022 the patient had a meter result of 2.9 inr while the lab result was 2.2 inr. On (B)(6) 2022 the patient had a meter result of 2.4 inr while the lab result was 1.8 inr. The patient's therapeutic range was 2.0-3.0 inr. The time between the measurements was less than 3 hours.